Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-mar-2023, implanted: (B)(6) 2021, explanted: (B)(6) 2021, UDI#: (B)(4). Product ID: 924256, serial/lot #: unknown, ubd: 11-mar-2023, implanted: (B)(6) 2021, explanted: (B)(6) 2021, UDI#: asku; product ID: 924256, serial/lot #: unknown, ubd: 11-mar-2023, implanted: (B)(6) 2021, explanted: (B)(6) 2021, UDI#: asku; product ID: 3387s-40, serial/lot #: (B)(4). Ubd: 11-mar-2023, implanted: (B)(6) 2021, explanted: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experience infection at the lead site, which was also purulent and bleeding. The degree of infection encroachment of maturation was checked by opening two places on the head and the connector connection behind the ear. Infection was confirmed in only two places on the head, so the leads and burr hole covers were removed and the wound was washed and closed. Fibrin glue was used to help closure. It was noted the patient was very slim so the skin on the head was thin, and it was possible the postoperative wounds did not "stick" well. The patient would receive administering antibiotics with hospitalization continuation. The removed devices were collected by the medical institution for hospital examination. The patient was implanted for parkinson's disease.